Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position. Post operative day two hundred thirteen (pod 213), the ECG showed av block iii and a pacemaker implantation with cs electrode was performed.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report#: 2015691 2026 15284.